Manufacturer narrative:
The complainant stated that the surgeon, "was attempting to place a (system) implant into a very tight intervertebral space. As dr. Was turning the implant for optimal position and striking the inserter forcefully with a mallet, the distal tip of the inner inserter shaft broke off, at the interface/threads. Oddly, this happened twice during the surgery." A visual assessment of the returned inserters showed well used instruments as identified by minor surface scratches and blemishes. It was also confirmed that the distal threaded tips had been fractured from the inner shaft of the devices. The outer housing of the inserters remained intact and undamaged. The ball end of the inserters had visible impact marks, indicating that they had been repeatedly struck throughout their lifetime. A functional assessment was not completed due to the damaged condition of the returned inserters. A DHR review was performed for lot# 6005-01 and no manufacturing anomalies were identified. The system inserters met specifications prior to being released to distributable inventory. Lot #6005-01 has been available for distribution since 05/05/16. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor the field for system inserters that are reported as having their distal tips broken from the inner shaft of the instruments and will perform complaint investigations and reporting as appropriate.

Event description:
The manufacturer was contacted on 03/02/2026 to report an issue with two system inserters. It was reported that the distal threaded tips of the inner shafts of the inserters were fractured from the instruments while they were being used to place implants during a l3-s1 tlif. This incident occurred with two different inserters on two separate implants. The fractured tips of the inserters were not recoverable as they remained embedded in the implants, which were successfully implanted with the inserters despite the reported issues. A return authorization number was issued for the return of the complaint instruments, which were received at the manufacturer for assessment on 03/12/2026. Report 2 of 2